Manufacturer narrative:
The insulin pump was received with cracked end cap also, had no button response due to lcd unlock keypad connector.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was 200 mg/dl. The customer stated that none of the buttons were working and a piece from the button of the pump broke off. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.